Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Even though the patient didn't report any specific incident, based on what was seen on x-rays, the most likely cause of the event is patient non-compliance. Per product directions for use, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device eval: unknown device disposition.

Event description:
It was reported that the surgeon implanted a clavicle plate on (B)(6) 2014 into patient with a clavicle fracture. Six weeks later, when getting out of bed, patient heard a "pop". Patient came in to see surgeon who took an x-ray and discovered that the plate had snapped in half. Patient didn't report any specific incident. As part of the revision surgery, the same type of device was implanted.